Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's apical heart wall causing a pneumothorax of the lower lobe of the left lung. There were no reported complications during the initial implant procedure. The perforation was discovered upon the patient's presentation to the hospital for chest pain several days post-implant and confirmed via fluoroscopy and CT. The rv lead was explanted and replaced without issue and the patient's pneumothorax resolved. No additional adverse patient effects were reported. This lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.